Manufacturer narrative:
Patient claims their symptoms were crying episodes, severe constant panic, severe insomnia, and increased sensitivity to medication. Patient claims their provider asked them to stop 2 existing antidepressant medications. Patient claims that after the medication discontinuation they became suicidal and were hospitalized. Neuronetics was unable to speak with the patient or provider since no information was provided. Therefore, neuronetics could not adequately investigate the complaint and was unable to confirm the patient was actually treated with neurostar tms.

Event description:
Neuronetics, inc. Received a patient self-reported medwatch form (mw5110162) via email from FDA on 06/09/2022. The patient alleges that after 22 tms sessions symptoms got worse after one week including crying episodes, severe constant panic, severe insomnia, and increased sensitivity to medication. The patient's psychiatrist told them to go off their two antidepressants after which they became suicidal and were hospitalized.